Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. A crack was noted on the outside of the dialyzer and the leak was visually observed. Estimated blood loss was 150-200 ml's. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.